Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted (B)(6) 2014. A 6935m55 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had been experiencing "thumping" in their chest since implant a few weeks earlier. The physician re programmed the left ventricular (lv) lead and the "thumping" continued. The lv lead was explanted and replaced about a month later with a different model lead. No patient complications have been reported as a result of this event.